Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's implantable neurostimulator turned on after pt turned it off. Pt reported a bad electrical storm turned stimulator on while device was off. It was further reported the pt's programmer failed to interrogate his device. Additional pt info has been requested and will be made available as follow up when it becomes available.